Event description:
On 5/28/99, the MFR received medwatch report# 4533000000-1999-0001 from the facility's vice president at logistics which states the following: a 15 year old female with aplastic anemia received an implanted device. When seen in the clinic, the device was difficult to access for blood transfusion therapy. Routine chest x-ray revealed the catheter had broken and the distal portion had migrated into the heart. Attempts were made to remove the foreign body using cardiac catheterization interventional procedure. These attempts were unsuccessful. The parents of this pt state that the distal portion of the catheter was removed at another hosp. The pt's device was explanted and replaced with another vascular access device (triple lumen line placement), at which time, the surgical coordinator recognized that the attached catheter was only an estimated 3" in length prompting the internal investigation leading to this report. On 6/7/99, the facility's vp of logistics informed the MFR's rep that due to possible legal implications, the device would not be returned to the MFR for analysis; however, the device could be evaluated by a third party or photographed. The MFR's rep stated that she would have a sales rep contact the facility's vp of logistics to make arrangements for him to go to the facility and take pictures of the device in question. Additionally, on 6/7/99, the facility's vp of logistics faxed the MFR's rep a copy of his preliminary investigation of the pt's history and chronology with the device in question that states the medical records review demonstrates the following: the device was implanted by the surgeon. The pt was seen in the clinic by a physician to receive packed rbc's and complained of pain upon routine flushing the device with a heparin solution. A chest x-ray showed the distal portion of the catheter in the right atrium/right ventricle heart as interpreted by the radiologist. Unsuccessful attempt was made to retrieve the distal end of the catheter by interventional cardiac catheterization by the cardiologist. A second successful attempt was made to retrieve the catheter by an interventional radiologist at another facility. The catheter portion is no longer available for examination. Catheter removal and delay of surgical removal of the device was documented. The device removal was noted to be needed but not an immediate clinical urgency. Note: numerous delays to performing a second surgery to remove the device and place a triple lumen central venous line preparatory to bone marrow transplantation. Pre-op diagnosis: "non-functional left subclavian device" noted to be non-functional and unused since that time. The explanted device was decontaminated and is sequestered at the facility. The device is intact with approximately 7cm of the catheter remaining attached and may be inspected by prior arrangement. There were no known documented pt sequelae directly resulting from these occurrences and the two (2) interventional catheterizations. No further details were provided.